Manufacturer narrative:
H10: additional narratives. Updated b5, d4, h4, and h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm mitral valve underwent a valve-in-valve procedure after an implant duration of 4 years, 6 months due to severe obstruction, severe stenosis, and moderate central regurgitation. The patient presented with nyha class 3. A 29mm transcatheter valve was implanted.

Manufacturer narrative:
H10: additional narratives. Updated b5, d4, and h6 per new information received.

Manufacturer narrative:
Additional narratives: partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement it is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial, or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute ventricular dysfunction and/or death. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event.

Event description:
It was reported that a patient with a 27mm mitral valve is being evaluated for a valve-in-valve procedure after an implant duration of 4 years, 6 months due to severe obstruction, severe stenosis, and moderate regurgitation. As reported, there are no allegations of surgical valve malfunctions.